Event description:
It was reported that this patient had a ventricular fibrillation episode in (B)(6) 2020 where three consecutive shocks did not convert the arrhythmia. A possible repositioning procured was planned. Subsequently it was decided to explant the whole system. The device was returned, while the lead was re-implanted at a different location and induction testing was successful. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient had a ventricular fibrillation episode in (B)(6) 2020 where three consecutive shocks did not convert the arrhythmia. A possible repositioning procured was planned. Subsequently it was decided to explant the whole system. The device will be returned, while the lead was re-implanted at a different location and indication testing was successful. No additional adverse patient effects were reported.